Manufacturer narrative:
The customer reported that the primary was backflowing, and returned one unopened competitor secondary set, one used and one unopened sample of material 2426-0007, lot 25055516. Upon initial visual examination, the sets had no defects or abnormalities. The two sets were both tested. The used primary set was tested for back check valve failure, using the included competitor secondary set. The unopened set was tested for back check valve failure, but it had no issues and passed the test. The back check valve test uses blue dye in the secondary to see if the primary's back check valve is working. In the used set, the valve was not working, and the complaint is verified. The back check valve was sent to the component's supplier for further investigation. The supplier was unable to verify any particulate issue, other non-conformities, or any root cause. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite pump infusion set had flow issues . The following information was received by the initial reporter with the following verbatim. It was reported by customer that the medication in the drip chamber was free-flowing and backflowing into the primary 0.9% normal saline bag, despite programming the channel to infuse at a specific rate. The nurse verified the appropriate height differential between the primary and secondary bags and replaced the secondary tubing, yet the uncontrolled flow persisted.